Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code/ remove hospitalization or prolonged hospitalization FDA code : 4607 - correction.

Event description:
Subsequent to the initial MDR, clarification was provided on 08/11/2025. At the time of the loss of consciousness the cgm reading was 158 mg/dl. The patient was brought to the hospital by their husband and friend, and when a fingerstick was taken the blood glucose reading was 20 mg/dl. No cgm reading was reported from that moment. The patient was treated with juice and candy. When another fingerstick was taken, most likely after treatment, the cgm reading was 158 mg/dl, and the blood glucose reading was 126 mg/dl. No further treatment was reported. The patient was discharged after 8 to 10 hours. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a loss of consciousness. It is unknown what the cgm reading was at the onset of symptoms or how the patient was transported to the hospital. A fingerstick blood glucose reading taken at an unspecified time showed a critically low value of 20 mg/dl. No cgm data was available from that moment. The patient was treated with juice and candy. A subsequent fingerstick reading (likely taken after treatment) showed a blood glucose level of 126 mg/dl, while the cgm displayed 158 mg/dl. No further treatment was reported. At the time the event was reported, the patient had already been hospitalized for nine days. The reason for the extended hospitalization was not documented, and there was no record of additional medical evaluation or intervention. The patient continued to feel unwell and attempts to obtain further information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when fs showed 20 mg/dl. At an unspecified time (likely taken after treatment) the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.